Event description:
It was reported that this implantable cardioverter defibrillator issue an alert for high, out-of-range pacing impedance on the right ventricular (rv) channel. The rv lead is from another manufacturer. A technical services (ts) consultant reviewed device data and noted that impedances had been increasing for some time and intermittently entered the 3,000 ohms range. Ts did not find noise on the presenting electrogram or stored episodes. Ts discussed options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator issue an alert for high, out-of-range pacing impedance on the right ventricular (rv) channel. The rv lead is from another manufacturer. A technical services (ts) consultant reviewed device data and noted that impedances had been increasing for some time and intermittently entered the 3,000 ohms range. Ts did not find noise on the presenting electrogram or stored episodes. Ts discussed options, including monitoring. No reported action has been taken. This device remains in service. No adverse patient effects were reported.